Event description:
The customer reported the system is displaying a collimator iris pot error and collimator blades will not rotate. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended. This MDR is related to ge healthcare (B) (4).